Event description:
It was reported, that the camera head had no image on screen. The issue occurred, during preparation for an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus regional repair center for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera cable disconnection and pixel fault. Based on the results of the investigation, a most probable root cause of the problems of image was defective cable which is cause traced to component failure.

Event description:
It was reported that the camera head had no image on screen. The issue occurred during preparation for an unspecified procedure. There was no report of patient harm.